Manufacturer narrative:
This report is submitted on january 08, 2024.

Event description:
It was reported that the patient's drying box started emiting smoke. A new replacement drying box was sent to the patient. No serious injury was reported.